Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Set screw marks were observed on the terminal pin and ring assembly. The helix mechanism physically appeared in tact and no tissue was found in the helix when received in the lab. The lead was then subject to resistance, hipot and pressure testing to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to confirm the clinical observations as there was no tissue found in the helix mechanism and the lead's electrical performance was intact.

Manufacturer narrative:
The lead was returned and is currently in analysis. When testing is complete, this report will be updated.

Event description:
Boston scientific received information that this atrial lead was attempted for implant, however the physician was unable to obtain a p-wave. The surface electrocardiogram showed sinus/atrial fibrillation with pauses and the device was pacing at 5 and 10 v with no capture. Impedance measurements were greater than 2000 ohms. The physician attempted to reposition the lead five times. The final attempt at placement they were able to obtain p-waves and impedances had decreased. When the physician went to connect this atrial lead to the pacemaker, the lead dislodged. The lead was attempted to be repositioned with no success. When the physician removed the lead, there appeared to be tissue in the helix. A new atrial lead was then attempted and successfully implanted.